Event description:
A pt contacted lifecor customer support to report that both battery packs would not hold a charge. He stated that one of the battery packs has broken plastic around the connector. Support sent the pt a replacement monitor and battery packs.

Manufacturer narrative:
Device MFR date. Monitor (B)(4) - 02/2009. Battery pack (B)(4) - 01/2008. Battery pack (B)(4) - 01/2008. Device eval summary: device evaluations of monitor (B)(4) and battery packs (B)(4) and (B)(4) have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery pack had damaged connectors. The battery pack would still charge despite this damage. The root cause of the damaged connectors is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connector on the monitor and battery packs were replaced. No adverse events resulted from the damaged monitor or battery packs. The pt received a replacement monitor and battery packs.